Event description:
The surgeon attempted to implant an aa4203tl silicone toric plate lens but it became stuck in the cartridge and wouldn't advance. There was no pt contact or injury. An msi-tr injector and an mtc60c fp cartridge were used, but the contact was unable to recall the lot numbers.

Manufacturer narrative:
Result : visual inspection of the returned product found the lens optic and both haptics torn. There was evidence of surgical residual. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.